Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on the bus. The customer attempted to recover the failed drawer, but it was still not detected on the bus. The device was rebooted, and a power cycle was performed by unplugging the unit for 10 minutes; however, the issue persisted, and the drawer continued to fail and could not be recovered. The customer reconnected the power cord and attempted to recover the drawer again, but it continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1.1 all pockets were failed. A field service engineer reseated row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.